Event description:
A dr reported that a memory lens iol was implanted in a pt's left eye in 1999. Opacification of device diagnosed and va reported as 20/50 os in 2003. Device was explanted & replaced. Report states lens exchange was uneventful and the pt's prognosis is excellent. No further info is available at the time of this report.